Event description:
Endo leg therapy case. Patient had a scarred groin from multiple procedures. They used three introducers, the first two were kinked because of the groin. Third introducer went in and when they removed the outer introducer portion they noticed part of it was still in the body at which time they had to perform an emergency cut down to remove the piece and they were successful in doing so (1820334-2012-00573). Patient tolerated the procedure. Aborted procedure after that. At first they thought it was patient issue but they performed their own evaluation and felt it was product issue. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Patient: removal of foreign body is not labeled. Device: separates is not specifically labeled. Two used and damaged devices were returned. The outer catheter and stiffened cannula were both returned. One of the outer catheters had separated approximately 4.5 cm from the hub of the device. The material near the fractured area was elongated. The second device was in one piece. However, the catheter material was stretched approximately 8 cm and 9 cm from the hub. Quality control confirms the type and outside diameter of tubing for the catheter, and that the surface of the catheter is smooth and clean, free of excessive dents and kinks. Quality control confirms the surface is clean and free of imperfections and the dimensions of the inner and outer diameters. The complaint description states the patient had a scarred groin from multiple procedures. The first two micropuncture sets used, kinked because of the groin. The third set (1820334-2012-00573) separated during use. Based on the description of the event, and the condition of the returned device, it is likely that the separation was due to the device experiencing tensile forces beyond its design to scarring at the insertion site from multiple procedures. We will continue to monitor for similar complaints and have notified the appropriate internal personnel.